Event description:
An invance sling was implanted in 2008. It was reported that a screw came out that could not be replaced. Then the pt experienced a lot of "leakage." It is unk if the invance sling was removed.

Manufacturer narrative:
Should additional info become available regarding this revision surgery, it will be re-evaluated and a follow-up report will be sent.